Manufacturer narrative:
Correction: upon further review of the file it was noted that code of 1670 of section h6 is applicable as the customer had used the incorrect color sleeve for the surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided additional information: jnj sales representative visited the account after the event and advised doctor that because he had a 2.5mm incision, he should have use the yellow sleeve (to be used for incisions of 2.4mm to 2.7mm) and not the light blue sleeve (to be used for incisions of 2.2mm to 2.4mm) in cases that the orange sleeve is not available. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that doctor noticed the chamber was not as stable as use to and subsequently, broke capsule and had to insert a 3 piece lens in the sulcus instead of 1 piece lens in the bag. He did not have vitreous come forward. The doctor had a 2.5mm incision and used a light blue sleeve. No additional information was provided.